Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician intended to use the everflex self-expanding peripheral stent system, to treat a severely calcified lesion. It was reported that the device sheath was pealed back on insertion to the lesion. Evaluation summary: the everflex self-expanding peripheral stent system was received for evaluation without any ancillary devices or cine images from the procedure. The device was returned with deployment paddles distant to each other, (55mm release specification 54.0mm to 62.0mm), the safety locking pin was loose, sanguine tinted fluid within the stopcock tube, the stent exposed and flowered, the catheter of the sds had several bends. A guidewire was loaded through the distal tip, resistance was met when the guidewire was about 94cm into the sds, a small amount of force was applied and the stent deployed, the distal tip assembly separated from the inner just proximal to the retainer. The separation has an irregular shape: stretching/skim, the distal end of the proximal side of the separation has an irregular plane shape. There was no injury or clinical sequelae to patient.